Event description:
It was reported that the pump inaccurately displayed 20u of insulin, but the issue resolved itself within an hour. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up, and no additional actions were taken or information obtained.